Event description:
The technician alleged that the brake casters would set but not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer caster and the total lock brake caster to resolve the issue.